Event description:
Courtesy cord for bovie snapped at the end where it connects to the unit, dropped to the floor & flames were seen. Flame extinguished with a wet-towel. Vendor removed 4 jar it cords due to a recall notice and gave uf replacement cords. Bio electronics tested all of jar it cords (8) and 2 failed a resistance test (those 2 were not the courtesy cords).